Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the synchro seal was inserted into the body and it was found that the tip cover was not secured and could be peeled off. The instrument was removed and replaced with a backup synchro seal. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing observed. Once the instrument was inserted into the robot, the surgeon noticed the defect and immediately asked for a replacement without using the damaged instrument. The staff did not remember what the jaw cover looked like out of the package. The staff has shipped this instrument but looks like it will take a while to arrive and will check if any photos/videos are available. Patient information could not be released.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the synchro seal instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the jaw cover torn. The tears measured roughly .1945" x .0995". Visual inspection displayed no signs of missing fragments. There are no signs of thermal damage present at the end of any tears. There are moderate amount of debris on the jaw. Root cause attributed to the user. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.